Event description:
It was reported to philips that the allura device was not displaying images. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the fdc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that no image in monitor during exposure because of the issue in system interface board (sib). The engineer replaced the sib box and returned the device to use in good working order. The codes were updated based on the investigation outcome.